Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results from 5 patient samples tested for elecsys tsh (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 (ft4) on a cobas e801 module. The customer provided the 5 patient samples for investigation. Of the data provided, erroneous tsh results were identified for 4 patient samples and erroneous ft3 iii and ft4 results were identified for 1 patient sample when tested on the customer's e 801 analyzer, a siemens centaur analyzer, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the tsh erroneous results and medwatch with (B)(6) for information on the ft4 erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. Patient (B)(6) with the erroneous ft3 iii and ft4 results was submitted for investigation. The ft3 iii results were higher than the reference range. The ft4 ii and tsh results were within the reference range. Based on the investigation performed, an interfering factor to the assay was not identified. A reagent specific issue was not identified. The reagent performs within specification.